Event description:
This lv lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed on 05/01/2018 to technical services stating that the threshold of this lead was elevated. The lv ring has been programmed and the threshold jumped up to 6/1.5. Representative did lv option. Rvs to lvs were 52 milliseconds consistently. Programmed this and ran smart delay again but still seeing the same thing. The following physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).